Manufacturer narrative:
The full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. It was noted the lead alert triggered on (B)(4) 2013. At least half of the lifetime ventricular (v) sensing integrity counts occur (B)(4) 2013 and later. There were 14 nonsustained tachycardia episodes of less than 220 ms. V-v cycle are observed on (B)(4) 2013. The ventricular pacing impedance rises from approximately 500 ohms baseline to greater than 4000 ohms on (B)(4) 2013. Device: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported the lead demonstrated a sharp increase in impedance values and oversensing was observed on the remote data transmission and during isometrics performed at office visit. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.